Event description:
It was reported that the nurse stated that they were getting no flow and the arctic sun device was alerting 113 reduced water temperature control. While speaking device also alerted 01 patient line open. Hypothermia cooling. Patient temperature (pt) was 36.3c, targeted temperature (tt) was 36.3c, water temperature (wt) was 11.2c, water flow rate (wfr) was 0 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 11.8c, outlet control temperature (t2) was 11.8c, inlet temperature (t3) was 30.5c, chiller temperature (t4) was 2.7c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.5psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 15298 and pump hours were 13895.2. Restarted therapy and device alerted 02 low flow again. Manual control at 4c, outlet monitor temperature (t1) was 11.6c, outlet control temperature (t2) was 11.5c, inlet temperature (t3) was 18.6c, chiller temperature (t4) was 10.1c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -3.8psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater was 0. Advised to swap out device and send to biomed labeled 113 not cooling. Per follow up information received on 15dec2025, spoke with biomed who confirmed device received and a preventive maintenance would be completed. They are waiting on part quotes at this time to decide if the repair would be done onsite. Per additional information received via task on 18dec2025, biomed had a device that was getting alert 01 (patient line open) during calibration, that was previously getting an 80 (non recoverable system error) but did not have values for that failure. Troubleshot and found the circulation pump was bad, inlet pressure (ip) was 0.0, circulation pump command (cpc) was 100 percentage, recommended the 2k pm but they just wanted the pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. While speaking device also alerted 01 patient line open. Hypothermia cooling. Patient temperature (pt) was 36.3c, targeted temperature (tt) was 36.3c, water temperature (wt) was 11.2c, water flow rate (wfr) was 0 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 11.8c, outlet control temperature (t2) was 11.8c, inlet temperature (t3) was 30.5c, chiller temperature (t4) was 2.7c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.5psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 15298 and pump hours were 13895.2. Restarted therapy and device alerted 02 low flow again. Manual control at 4c, outlet monitor temperature (t1) was 11.6c, outlet control temperature (t2) was 11.5c, inlet temperature (t3) was 18.6c, chiller temperature (t4) was 10.1c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -3.8psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater was 0. Advised to swap out device and send to biomed labeled 113 not cooling. Per follow up, spoke with biomed who confirmed device received and a preventive maintenance would be completed. They are waiting on part quotes at this time to decide if the repair would be done onsite. Per additional information, biomed had a device that was getting alert 01 (patient line open) during calibration, that was previously getting an 80 (non-recoverable system error) but did not have values for that failure. Troubleshot and found the circulation pump was bad, inlet pressure (ip) was 0.0, circulation pump command (cpc) was 100 percentage, recommended the 2k pm but they just wanted the pump. The labeling/IFU revision accompanying this serial number is not recorded in the DHR. The instructions for use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were getting no flow and the arctic sun device was alerting 113 reduced water temperature control. While speaking device also alerted 01 patient line open. Hypothermia cooling. Patient temperature (pt) was 36.3c, targeted temperature (tt) was 36.3c, water temperature (wt) was 11.2c, water flow rate (wfr) was 0 l/m. System diagnostics showed that the outlet monitor temperature (t1) was 11.8c, outlet control temperature (t2) was 11.8c, inlet temperature (t3) was 30.5c, chiller temperature (t4) was 2.7c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.5psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 15298 and pump hours were 13895.2. Restarted therapy and device alerted 02 low flow again. Manual control at 4c, outlet monitor temperature (t1) was 11.6c, outlet control temperature (t2) was 11.5c, inlet temperature (t3) was 18.6c, chiller temperature (t4) was 10.1c, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -3.8psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater was 0. Advised to swap out device and send to biomed labeled 113 not cooling. Per follow up information received on 15dec2025, spoke with biomed who confirmed device received and a preventive maintenance would be completed. They are waiting on part quotes at this time to decide if the repair would be done onsite.